Event description:
The sales rep reported: "I was in a total femur case today when a femoral head was dropped by a surgeon. The head in question was labelled as a 28 -3.5 on the box. I then went to the store room to retrieve a replacement head for the dropped one (28 -3.5). On my return I was informed the head that was dropped was marked as 28 +3.5 on the prosthesis which I questioned as the surgeon checked the box and requested a 28 -3.5. The sticker corresponding to the dropped head was labelled a 28 -3.5. The head was then sent to be sterilised allowing it to be cross referenced with the lot number. Myself nor the scrub knew if the plastic wrapping was intact when the product was opened."

Manufacturer narrative:
This event was reported to FDA in error. The event has already been reported to FDA under 21 cfr 806 - reference MFR report # 3004105610-02/23/19-001-r. Product was not sold in the united states.

Manufacturer narrative:
An investigation is being performed in an attempt to identify the cause of the event. Should additional information become available it will be reported in a supplemental report.

Event description:
The sales rep reported: "I was in a total femur case today when a femoral head was dropped by a surgeon. The head in question was labelled as a 28 -3.5 on the box. I then went to the store room to retrieve a replacement head for the dropped one (28 -3.5). On my return I was informed the head that was dropped was marked as 28 +3.5 on the prosthesis which I questioned as the surgeon checked the box and requested a 28 -3.5. The sticker corresponding to the dropped head was labelled a 28 -3.5. The head was then sent to be sterilised allowing it to be cross referenced with the lot number. Myself nor the scrub knew if the plastic wrapping was intact when the product was opened."